Event description:
A foreign distributor reported to apifix that on (B)(6) 2022 patient 286 was revised with a new mid-c system. The doctor took out the polyaxial screws, went down two levels and implanted a new mid-c system with good elongation possibilities. The doctor also performed lavage and cleaning the screw holes properly. Post-op x-ray showed good correction, down to 11 degrees from 22 degrees. Patient is fine, without pain and happy with the results.

Manufacturer narrative:
Investigation: a review of the DHR demonstrated that the mid-c system was manufactured, tested, and released according to apifix specifications. Surgeon x-ray information analysis: on (B)(6) 2022, the doctor assistant reported that patient 286's apifix-system seemed to be at the limit of distraction (the implant reached maximal elongation, reaching its end of way). A revision surgery is planned with explantation and re-implantation of a 125mm apifix system between th10/11 to l4. On 24-may-2022, additional information was provided that this patient developed during the remaining growth, reporting some spine pain, however this was not the reason for the re-operation. Xrays were provided which showed that the ratchet reached the end-position, and no more correction was allowed. Xray showed that there was a bit of loss of the correction in the last follow up x-rays. On (B)(6) 2022 the patient was revised with a new mid-c system. The doctor took out the polyaxial screws, went down two levels and implanted a new mid-c system with good elongation possibilities. During the removal, the upper poly screws were a bit loose, but not severe. The doctor also performed lavage and cleaning the screw holes properly. Post-op x-ray showed good correction, down to 11 degrees from 22 degrees. Patient is fine, without pain and happy with the results. Risk assessment: reoperation events are a known risk that was assessed and recorded by the product risk assessment the risk of curve progression is a known risk. The current curve progression complaint rate is in line with the rate reported in the literature for this type of complication as described in the (cer) category "serial casting, deformity progression, crankshaft/adding on, proximal/distal junctional kyphosis, rib prominence, residual rib deformity, trunk imbalance, the distal adding-on phenomenon" the risks have been quantified, characterized, and documented as acceptable within full risk assessment.